Manufacturer narrative:
Other applicable components are: product ID 3987, serial# (B)(4), implanted: (B)(6) 2000, product type: lead.

Event description:
A manufacturer representative (rep) reported that the patient's stimulation had changed and was also having trouble charging their implantable neurostimulator (ins). Upon impedance check, it was discovered that two out of four contacts were no longer working and had impedances greater than 10,000 ohms. The rep reprogrammed the lead to only use the two remaining and active contacts on the lead. It was noted that the implantable pulse generator (ipg) moved in the pocket site and it appeared to be lying on a slight angle in the patient's left abdomen, but the rep was able to get 7/8 coupling boxes shaded on first attempt. It was also reported that adhesive discs were recommended for the patient to use and the patient was able to get a better connection than before. This issue was resolved at the time of the report, surgical intervention was not planned and the patient was alive with no injury. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as cervical radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.